Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has been serviced twice prior to this event for preventative maintenance. The device has not been previously sent into service for the reported condition of "channel failure." Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "channel failure" was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump which doesn't function. After contacting the customer, it was determined that specifically there was a channel failure; however, the channel that failed is unknown. This event occurred upon power up in the ICU (intensive care unit). This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.